Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high impedance. The rv lead was partially explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated that the outer insulation of the lead developed a breach due to a depression while in vivo. The analyst noted that the analysis could not confirm the reported that the lead had high impedance. Only anomaly found was a breached depression of the outer insulation which had developed while in vivo. No conductor fracture was observed on partial segments of the lead received. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was breaking, was not able to be fully extracted and was capped in pocket.